Event description:
It was reported that an unspecified solution set leaked from the y-site. The issue was further described as, the fluid was observed pooling on the floor, which was wiped up and it was discovered that intravenous (IV) solution was leaking again from the y-site. This occurred during patient infusion with saline at a rate of 10 ml/hr and heparin at a rate of 9 ml/hr through a different y-site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.